Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tape not sticking event (B)(6) 2026 due to product not adhering. No further information available.